Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell one of five of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The connections were securely connected. The patient stated the fluid possibly came from the unused lines or the heater bag. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the reported event. Upon follow up, the patient stated they noticed the fluid leak in dwell one and believed that the solution bag and cassette had leaked. The patient stated that there was a lot of fluid missing from the bag. The patient did not know what had caused the leak. The patient was unable to provided further information regarding the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.